Manufacturer narrative:
Investigation summary: device was returned to nova biomedical for evaluation. The blood glucose meter is missing the third digit from the lcd screen.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter is missing the third digit in the lcd screen. The meter was returned for evaluation.